Event description:
A customer observed two condition codes and was unable to initialize their eci analyzer after performing maintenance. A malfunction of this type could lead to inappropriate physician action. No biased results occurred.